Event description:
It was reported that pump experienced malfunction code that prompted caller to contact support, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was advised to update pump software to include quality improvements, received guidance to reset pump, successfully completed reset without recurrence of malfunction, rejoined existing sensor, and planned to reload cartridge and resume insulin independently while being instructed to call back if malfunction recurred.